Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus premier ous mr 3.50 x 12 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube break at 250mm distal from the distal end of strain relief. There were multiple hypotube kinks noted as well during analysis. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The short segment, concentric target lesion with a bend of greater than equal to 90 degrees was located in the proximal left circumflex artery. A 12 x 3.50 promus premier drug-eluting stent was advanced to treat the lesion. However, during manipulation, the shaft of the catheter was noted to have an acute kink. The procedure was completed with another stent with buddy wire support. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.